Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. This device is not cleared for distribution or marketed in the us, but is similar to taperloc hip system (k050441, (B)(4)). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on the right hip. Subsequently, six months post op it was reported that the patient experienced mild to moderate pain, a slight limp that required a frequent use of a cane and some problems with performing usual activities. During the 1 year post op visit the patient reported moderate to severe pain, and had moderate difficulties in performing usual activities, extremely difficult putting on socks, and pain that greatly interfered with usual work.